Event description:
It was reported that air bubbles were observed within the tubing. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.